Manufacturer narrative:
The customer reported that the AED battery pack is depleted and the asi is flashing red. The expiration date of the battery pack is september 2024. When a new battery pack was inserted, the AED displayed a service code warning for 'battery voltage (mv)' which may indicate cycles of incomplete self-tests due to a depleting battery. The maintenance schedule is reported as monthly. Troubleshooting with the customer: reviewed proper maintenance; the service code or warning was cleared with a manual self-test, the asi is flashing green, and the AED can stay in service with the new battery pack. No additional information is available at this time to further investigation this event. The IFU states: improper maintenance can cause the ddu series aeds not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. This device is used for treatment, not diagnosis. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. If additional information becomes available a follow-up MDR shall be submitted.

Event description:
The customer reported that the AED battery pack is depleted and the asi is flashing red. The expiration date of the battery pack is september 2024. When a new battery pack was inserted, the AED displayed a service code warning for 'battery voltage (mv)' which may indicate cycles of incomplete self-tests due to a depleting battery. The reported event did not occur during patient use.